Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right ventricular (rv) lead exhibited varying sensing and there was no capture at high outputs. Dislodgement was confirmed by chest x-ray. The rv lead was repositioned and remains in place. No patient complications have been reported as a result of this event.